Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm while filling up the tubing of the insulin pump. The customer's blood glucose level was 158 mg/dl. The customer was transfer to help line. No further information was reported.